Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, 429888 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "pouch ruptured" and the lead and device was removed. The device was sterilized and re-implanted. No further patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that all the leads were explanted.